Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. The customer states was in the emergency room but does not want to trouble shoot for low blood glucose levels. Customer stated that the insulin pump buttons are hard to press and are not responding. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. No button error alarm noted during testing. Unit had intermittent button response on the esc and up arrow buttons due to flattened dome switches. During visual inspection, the keypad connector on the lcd was found locked properly. Unit had minor scratched display window, cracked battery tube threads and scratched reservoir tube window.